Event description:
A (B)(6) male patient, called in to zoll lifecor customer support to report that the patient's monitor was unable to power on. Support issued the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor unable to turn on) has been confirmed. As received, the monitor was found to have defective components. The flash memory chips (components (B)(4) and (B)(4)) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. Once the memory chips were replaced, the monitor was fully functional. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.